Event description:
It was reported that during the shell impaction the impactor broke off while being struck with a mallet. The shell was seated well enough not to have to use another impactor.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The strike plate fractured off of the device at the weld joint and was not returned. The device was manufactured in 2004 and exhibits signs of extensive wear/usage. This failure was likely due to fatigue loading of the weld joint caused by repeated impacts. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.